Event description:
A home pt reports experiencing solution exiting the end of the pt line of the homechoice set during the prime cycle prior to their automated peritoneal dialysis therapy on the homechoice machine. Per the home pt, supply bags are not stacked during the prime cycle. Per the home pt, no pt injury or medical intervention was associated with this incident.